Manufacturer narrative:
Covidien reference number (B)(4). The service engineer inspected the device and found that the o2 sensor was broken. The o2 sensor was replaced. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator oxygen (o2) sensor had a leak. Ventilation was not interrupted. The patient continued to be on the ventilator until the duration of his/her therapy.